Event description:
It was reported that the pt was not able to adjust the implantable neurostimulator's stimulation with the programmer. The device was powered off. Troubleshooting was performed and resolved the reported issue. The pt was able to feel the stimulation again.

Manufacturer narrative:
(B)(4).